Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm during the rewind. It was also reported the customer had a failed self-test alarm on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting found several other motor error alarms and failed self-test alarm on the insulin pump. The insulin pump will be returned for analysis.